Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure, this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to noise with oversensing and pacing inhibition. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine device changeout procedure, this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to noise with oversensing and pacing inhibition. No additional adverse patient effects were reported. Additional information received indicated that lead fracture was the suspected cause of the reported clinical observations. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.